Event description:
It was reported that during a neck dissection, working at 37 watts, the needle electrode (es active accessory electrode) melted and the insulation blackened. There was no pt injury or compromise to the procedure reported.